Event description:
It was reported the surgeon chose not to use the lead end cap. It was stated the locking screw spun in the cap and "could damage the lead." A percutaneous extension was used instead. No patient symptoms or injuries were reported. No patient outcome was provided. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3708660, serial# (B)(4). Product type: extension: product ID 3387s-40, lot# va04wef, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
Additional information received reported that the doctor had been trained to use the percutaneous extension as the locking screw could spin the cap and that could potentially damage the lead. The doctor already knew this could be an issue and wanted to prevent it. It was noted that ¿there was no issue at this case.¿ the doctor also did not have any issue at any other case and he was just following what he had been taught. The doctor was not upset regarding this issue and did not have a complaint about it.